Manufacturer narrative:
B5; additional information received : it was reported the physician suspected there as a type iii endoleak in the main body esbf2514c103ee. It was confirmed the endoleak was resolved when the stent grafts were relined. It was confirmed it was thought there was a tear type iiib endoleak in the esbf2514c103ee. It was reported there was no significant calcification present in the area of the endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the cause and subtype of endoleak could not be conclusively determined. Endoleak interrogation via selective angiograms was not seen and only one viewpoint (a-p) was provided, making determination of the endoleak, and ruling out other possible sources challenging. Type ia or type ib endoleaks are not considered to be factors. The relining procedure did not appear to extend the proximal or distally marginal seal and the endoleak resolved. Additionally, a type iiia separation endoleak is unlikely as there was adequate component overlap. While a type iiib fabric endoleak cannot be ruled out, this type of endoleak is less likely to occur at index. Review of the pre-implant images did not reveal any obvious anatomical characteristic, such as calcification in the area, which could have led to an acute fabric tear, suggesting a possible type IV endoleak due to increased fabric porosity at the level of the flow divider. The infrarenal aortic neck angulation have likely exacerbated the graft porosity in the area. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this endoleak. The relining of the stent graft system could have resolved both endoleak types. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1613c156ee, serial/lot #: (B)(6), ubd: 15-mar-2025, UDI#: (B)(4); product ID: etlw1613c156ee, serial/lot #: (B)(6), ubd: 20-apr-2025, UDI#: (B)(4)medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent system was implanted during the endovascular treatment of a 90mm abdominal aortic aneurysm. It was reported during the index procedure, a significant sized endoleak was identified in the final angiogram despite repeated molding. Treatment was preformed on the same day and a decision was made to re-line with two additional endurant limbs (etlw1616c82ee). Per the physician the cause of the unknown endoleak was due to device defect. No  additional clinical sequalae were provided and the patient will be monitored.